Manufacturer narrative:
(B)(4). Date sent: 5/31/2016. Batch # m54t27. Expiration date: 6/30/2020. Manufacture date: 07/31/2015. The analysis results showed that the cs40g device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? On which firing did this occur? What was the shape of the deployed staples (b-formation, irregular, legs straight)? On this firing, did the device cut? If the device cut, was the cut line complete? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, it was observed a failure of stapler. The device did not perform the stapling of distal portion of intestine. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.